Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandfather reported via phone call that the customer was in hospital for the unknown reason and their insulin pump was not turn on. The customer stated that the display was blank. The insulin pump will not be returned for analysis.